Event description:
The recipient reported a slight decrease in performance with the device since the previous evaluation. A new program was created with few channels disabled. One month later, the patient reported no further decrease in sound quality and speech testing reportedly remained stable since 2014, with no significant change in performance and steady access to auditory stimuli. Therefore, the patient was monitored at that time. Further information received on the 21st of november 2018 reported a further decline in user's hearing performance. Reimplantation was scheduled for the (B)(6) 2019. Re-implantation has been postponed to (B)(6) 2019 due to (B)(6) infection (not related to or in area of device). Recipient was re-implanted on (B)(6) 2019.